Event description:
The cap that should slide down the IV tubing and screw onto the IV catheter is fused and unable to move, and therefore not usable as it doesn't secure onto the IV catheter. Defective tubing was thrown away and new tubing obtained. At least 3 sets of tubing like this.